Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Customer stated, "they do not need to address the low bg at this time." Recommendation was made to discuss diabetes management with a health care professional. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.